Event description:
Tissue injury/burn after right tympanomastoidectomy procedure involving the use of the opmi movena/s7 microscope. A 1.5 cm bleb on the posterior right ear was noted the following day. Bleb was filled with clear fluid.